Event description:
The customer reported that an 840 ventilator had an erratic display while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision. The unit passed all testing and operates within the mfg specifications. (B)(4).